Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in upper endoscopy procedure performed on (B)(6) 2025. According to the complaint, there was no difficulty setting up the device. During the procedure, after the third band deployed, the trip wire broke, resulting in bands failing to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.